Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously high creatinine result that was generated by the synchron cx3 delta clinical system for a single patient sample. A patient sample was tested for creatinine and a result of 4.2mg/dl was reported out of the lab. The original sample was re-tested later and a result of 2.62mg/dl was obtained. The customer then ran the sample on a different instrument in their lab and creatinine result was 2.63mg/dl. Patient treatment was not initiated or withheld based upon the erroneous result.

Manufacturer narrative:
Qc run prior to the event was within lab established ranges. Calibrations have appeared normal. Patient samples run before and after the event were reviewed and results were acceptable. A field service engineer (fse) was dispatched to the customer's lab: the fse inspected the instrument, and discovered that both light pipes for the module were corroded due to age. The fse replaced the light pipes, and the analog 3 circuit board. Although the fse addressed hardware issue, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.